Manufacturer narrative:
Investigation summary: samples were received and an investigation was performed. This is the 3rd complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue as broken cannula npe. Based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Event description:
Consumer reported was able to complete the flow check with this needle. However, during the injection, the needle stopped allowing the insulin to flow, clogged. Removed needle from lantus pen and could see the non-patient end needle broke off in pen. No injury to consumer. She has the needle in tape along with hub to return. (B)(6). Lot # 3017767. Catalog# 320574. Date of event december 11, 2024. Sample status awaiting sample.